Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzles clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the insertion flexible tube (ift) collapse, the root brace rubber cut, the lg root brace rubber cut, and the lg prong top broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Air nozzle is clogged, ift is collapsed. This event occurred at the time of before use. There was no report of patient harm.